Event description:
Customer reported the insulin pump alarmed button error, first the device alarmed to calibrate. Customer's blood glucose level was 74 mg/dl. Customer does not recall any previous significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm occurred during testing. The insulin pump had intermittent button response due to moisture damage on keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners and a cracked reservoir tube lip.